Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the defib problem with ECG reading. There was unknown reported patient involvement/adverse patient impact.

Event description:
The customer contacted philips healthcare to report that the defib problem with ECG reading. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.